Event description:
The event was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the tip of the handpiece broke off in the motor drive unit and could not be retrieved. The remaining portion of the handpiece was to re-attached to the motor drive unit to allow the unit to operate. The case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/16/2007. Conclusion: a review of the device manufacturing records was conducted. This review did not identify any non-conformances and the device met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.